Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Functional evaluation notes the tacks deployed sideways and seated improperly in the test media. Microscopic inspection revealed the e-piece was partially disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sacral vaginal fusion procedure. The device was being used for the repair of the vaginal wall. The surgeon attempted to use the device, but the staple did not come out. Stopped using and opened another. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.